Event description:
Customer responded to a pt who was exposed to an electrical shock. Pt was conscious upon arrival. The unit would not power up on battery when connected to the pt for monitoring purposes only. No adverse pt outcome reported. Service rep unable to duplicate reported condition. Proper operation of the device was confirmed.